Event description:
While treating a patient (age & gender unknown) in cardiac arrest, the device delivered a shock without giving a shock advisory. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not related to the reported malfunction.